Event description:
Medtronic rec'd info that this bio-prosthetic aortic valve was explanted nine mos post implant due to peri-valvular leak.

Manufacturer narrative:
Eval: device history reviewed. Results: device history found the prod met specs when released for distribution. Conclusion: cause of event was determined to be due to a long suture tail left on the sewing ring at implant. Analysis: the analysis of the valve revealed that the cuspal tears were caused by a long suture tail which remained attached to the sewing ring. Pannus was noted on the inflow side and extended over the sewing ring, tissue and base stitching along the non-coronary cusp. Panus was also partially covering the left and right cusps and extended onto the non-coronary and left cusps into the right inferior coaptive area and to the outflow edge of the sewing ring. An unk amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed a trace to moderate mineralization in the host tissue along the sewing ring. Conclusion: the cuspal tears were attributed to abrasion from the long suture tail attached to the sewing ring.